Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Review of the transmission revealed high ventricular rate episodes, the right ventricular (rv) lead exhibited over-sensing of lead noise. The patient presented in the clinic and noise could be recreated. Programming changes were completed. Patient was in good condition.